Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma: unable to observe as it is not related to the device. Additional observations: observed deformation on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported that she ¿suffered terrible pain¿. Also reported ¿left breast had the expected effusion of fluids¿ and ¿several bacteria found and extreme antibiotic treatment¿. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ seroma: unable to observe as it is not related to the device. Additional observations: ¿ encapsulation observed. Further investigation. With the information collected during the investigation, there is enough evidence to support that device serial number 12696538 was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Primary packaging inspection was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted for devices sterilized under sterilization run 107855. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by abbvie was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Patient reported that she ¿suffered terrible pain¿. Also reported ¿left breast had the expected effusion of fluids¿ and ¿several bacteria found and extreme antibiotic treatment¿. Device has been explanted. This relates to the left side.

Event description:
Patient reported that she ¿suffered terrible pain¿. Also reported ¿left breast had the expected effusion of fluids¿ and ¿several bacteria found and extreme antibiotic treatment¿. Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.